Manufacturer narrative:
Due to the customer being unsure which attachment was being used at the time of the event, 2 attachments were received at the MFR for testing. According to the investigation details the first attachment was tested per the qip and was found to have performed to specifications. The second attachment, (B)(4), was inspected and was found to heat up after 10 seconds of running the attachment. Visual inspection confirmed that the front bearing was shattered. The attachment was replaced.

Event description:
It was reported that during a tooth extraction a pt received a superficial burn to their lip. It is unk how the burn was treated, but it was reported that no scarring was expected.